Manufacturer narrative:
The device history record for lot number 0601210m08 was reviewed, and the inspection report shows that no specific manufacturing yield issues were reported similar to this complaint condition. In addition, as the reported issue is related to the heat exchanger, sub assembly device history record for 801082 lot number 0599680057 and 0600670058 were also reviewed, and the inspection report shows that no specific manufacturing yield issues were reported similar to complaint condition. An investigation could not be completed because the alleged sample was not returned.

Event description:
An incident was reported where the reporter emailed a picture to customer service. The reporter said that they noticed blood migration into the heat exchanger in a way they had not seen before. There were no patient complications resulting from the alleged incident.